Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the wireless foot switch was not responding. Upon troubleshooting, rse found that the battery indicator lit up green, even when the foot-switch power was turned off. Turning the foot-switch on and off(rebooting) several times resolved the issue. The customer confirmed no replacement was necessary. They will continue using the same foot-switch. If the issue recurs, the customer was advised to use the wired foot-switch. After that, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury, and as such, the complaint was reported. Since that time, new information has been received, which has confirmed that the reported failure was related to a charger issue in the wireless footswitch and that this event was not associated with any ongoing fsca. As per the instructions for use (IFU), before using the system, the user must check that the wireless foot switch functions with the system. They should ensure that the charger for the wireless foot switch is working properly prior to using it, and take care not to damage the cable of the charger when moving equipment around the examination room (for example, when moving carts or beds). Alternatively, they could connect a wired foot switch to the auxiliary foot switch connector. Therefore, the charger issue would be noticed prior to procedure commencement and alternative measures (such as using the wired footswitch) would be implemented. This has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless foot switch was not working. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.